Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were episodes of ventricular tachycardia (vt) and ventricular fibrillation (vf) noted which were possibly undersensed by the right ventricular (rv) lead. It was also reported that the vt/vf episodes may have actually been noise on the rv lead. Shocks were delivered appropriately, and the arrhythmia was successfully terminated. The follow-up concluded, and all lead measurements were normal. The following day, the patient expired due to cardiogenic shock post anoxic coma. The healthcare professional indicated that the lead did not cause or contribute to the patient¿s death, and the patient expired as a result of the critical condition of the patient¿s heart.